Manufacturer narrative:
During the onsite inspection a visual and functional test was performed. The technician found a damaged floor lock. Unknown cause of damaged floor lock. The action to resolve the issue is to replace broken floor locks with new converting kit foot stamps #2077000 and unit working properly. It is unlikely that the operating table would tilt or wobble due to a damaged or missing articulated foot on the locking unit. Normally, the operating table stands on four feet¿s when locked. The hydraulic system would compensate for the height difference (approx. 1cm) caused by the missing articulated foot during the locking procedure, and the table would remain stable on four points. Tipping/wobbling would be conceivable if one of the four floor locks failed to extend, or if one floor lock retracted on its own after the table has been locked, leaving the table standing on only three floor locks. However, such situation was not observed or confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that operating table trusystem 7000 was wobbly. There was no injury, death, or procedural delay reported with this event.